Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that one of the patient's leads was possibly fractured. It was noted that there was malfunction on the lead and looked to be fractured. The patient underwent a revision procedure wherein a lead was explanted and replaced. The patient was doing well post operatively.